Manufacturer narrative:
This report is being filed outside the 30 day requirement, as this MDR filing is related to align technology's (B)(4) based on form FDA 483 inspection observation, file number (B)(4) issued (B)(4) 2010.

Event description:
Pt reported symptoms of a sore throat, rash, hives, and red bumps on her face, after starting treatments using the aligners on (B)(6) 2010. The pt took benadryl which seemed to help alleviate the symptoms. The pt decided to stop treatments.